Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The 4.0 x 19 mm graftmaster rx referenced is being filed under separate medwatch report #.

Event description:
It was reported that the patient had a recent hospitalization for nstemi (non st elevation myocardial infarction) within the last 3 weeks. The patient's ejection fraction had a notable decline from the prior baseline. A perforation occurred in the left main coronary artery. The 2.8 x 16 mm graftmaster rx was implanted in the left main coronary artery, but it did not seal the perforation. The perforation expanded in size from its appearance prior to the graftmaster stent placement. The 4.0 x 19 mm graftmaster rx was implanted, but the patient continued to demonstrate residual perforation and the patient expired the same day. The death may be related to the left main perforation; however, in the physicians opinion, the 2.8x16 graftmaster did not cause or contribute to the death. The patient had a pulseless electrical activity cardiac arrest. There was no evidence of pericardial effusion, nor cardiac tamponade. The suspected cause of death was cardiogenic shock with severe left ventricular dysfunction and poor myocardial perfusion given the timi 2 flow post procedure. In the opinion of the physician, the death is likely related to the left main vessel perforation. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation; however, the subsequent treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. Additionally, a cine was received and reviewed by an abbott vascular clinical specialist. The reviewer concluded that the vessel perforation is confirmed. It is clear that there is significant extravasation of contrast into the tissue around the left main after an inflation in the same area. The placement of the initial graftmaster stent is noted. The initial images after placement of the graftmaster look like the perforation is contained. It is, however, noted that there is significant extravasation again about 20 minutes after placement of the graftmaster. This appears to indicate that the placement of the first graftmaster was not optimal or that the perforation extended from artery movement or further treatment that may not be included within the images provided. The perforation then appears to be sealed after the second and larger graftmaster is placed.